Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Field representative was being notified by the physician that this device had a year and a half battery remaining this spring, however, shortly thereafter, the elective replacement indicator (eri) was reached. The patient was then scheduled for a prompt generator removal. Moreover, the physician expressed concern that this device may have exhibited an accelerated depletion towards the end of life. Subsequently, this device was explanted and replaced without patient complications. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed and no error codes were noted. It was also noted that the device sensed in the atrial chamber of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Field representative was being notified by the physician that this device had a year and a half battery remaining this spring, however, shortly thereafter, the elective replacement indicator (eri) was reached. The patient was then scheduled for a prompt generator removal. Moreover, the physician expressed concern that this device may have exhibited an accelerated depletion towards the end of life. Subsequently, this device was explanted and replaced without patient complications. No additional adverse patient effects were reported.